Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient report implant rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, lymphadenopathy, and capsular contracture, baker grade iii.

Event description:
Patient report right side capsular contracture, baker grade iii, ¿liquid-imposing structures between muscle pocket and implant contour at the bottom inside,¿ and ¿silicone lymphadenopathy¿ via ultrasound. Device remains implanted.

Event description:
Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient report right side implant rupture diagnosed by ultrasound. Ultrasound report identified "evidence of free, liquid-imposing structures between muscle pocket and implant contour at the bottom inside, severe folded implant, silicone lymphadenopathy and capsular contracture baker grade iii" . The device has been explanted and replaced with another manufacturers' device.